Event description:
The report received indicated that during a coronary procedure, the physician was delivering a cypher stent; however, due to the vessel calcification, the physician had difficulty delivering the cypher, therefore, the physician started retrieving the stent proximally; however, still at the distal portion of the target lesion, half of the stent dislodge from the balloon. Because the physician judged that the stent might fully dislodge, if continued with the removal, the physician decided to implant the stent at that location. Another cypher was implanted at the target lesion, overlapping the first one. The procedure was successfully completed without further complications. Further information indicated that the target lesion was in the proximal circumflex; the vessel was de-novo, moderately calcified, tortuous and presented 90% stenosis. Prior to encountering the problem with the cypher stent, the lesion had been successfully pre-dilated.

Manufacturer narrative:
As the stent was implanted, only the stent delivery system is available for evaluation; however, as of to date it has not been returned. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.